Event description:
I was implanted with essure on (B)(6) 2016. Since then every aspect of my physical and mental health started to degenerate. As a person who was living with ptsd, after being implanted I was completely engulfed in depression and anxiety. This implant also caused me to have daily pelvic pain and horrible, extended, heavy cycles. For the past two years I've been ghost in my own body, which made me even more depressed because I am a mother of four and I have been so disconnected from them without any real reason. I've had numerous CT scans, x-rays, and ultrasounds. However unless you¿re a dr who is familiar with these devices and where there should be placed, then you're basically flying blind. So for years I complained to any and every dr I could about my issues and was always told the same thing. It's in my head and I should try an antidepressant. I did for a while, but it did nothing and dealing with (B)(6) means there's limited medications they can prescribe. I've recently had the device removed.